Event description:
The hcp reported that the patient was experiencing increased tone requiring increased doses of baclofen. A broken catheter was noted in the intrathecal space by xray in april 2004. The catheter had been secured during implant surgery by suturing a butterfly anchor to the fascia at three points and a strain relieving loop with a 90 degree anchor suture to the fascia at two points. At revision of the catheter in 2006, it was noted that the catheter was broken distal to the anchor closest to the entry point and proximal to this anchor as well. A segment of the broken catheter remains in the intrathecal space; length of this segment is unk. Final patient outcome is unk.